Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No investigation or root cause analysis could be conducted given that no complaint sample was returned. No problems or issues were identified during the device history record review.

Event description:
It was reported that the device completed the infusion and there was a remaining infusion volume resulting in an inaccuracy rate of 7.2 percent. No patient injury was reported.